Manufacturer narrative:
D10 update / correction: the catheter model number was previously reported as 8731; however, a model 8780 catheter was returned with the pump. The catheter model number has been corrected/ updated in this report. Continuation of d10: product ID: 8780, lot# unknown, implanted: (B)(6) 2014, (approximate date, specific year known only), explanted: (B)(6) 2021, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: unknown, ubd: unknown, UDI#: unknown. H3: analysis of the catheter revealed no significant anomaly, the catheter was returned incomplete / in segments. Analysis of the pump revealed no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The withdrawal symptoms disappeared after the pump and catheter change. The proximal part of the catheter with connector and the pump would be returned.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, lot#: unknown, implanted:(B)(6) 2014, product type: catheter .other relevant device(s) are: product ID: 8731, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that after a planned synchromed ii pump re-implantation procedure due to elective replacement indicator (eri) on (B)(6) 2021, the patient suddenly experienced withdrawal symptoms 24 hours after surgery. The patient needed benzodiazepines and baclofen tablets the subsequent week where they investigated the cause, as the symptoms were intermittent varying from one day to the next. A CT scan was performed and showed no sign of disruption of the catheter system. The pump log files showed no reason for the intermittent failures. During a revision surgery on (B)(6) 2021, where the newly implanted pump was once again changed due to the intermittent function of the system, the surgeon found a leakage from the catheter to pump connector. The leakage only appeared when the catheter was in one position and then stopped when the catheter position was changed, even though it was thoroughly fastened with a fastening click according to the experienced performing neurosurgeon. The surgeon replaced the pump and pump segment of the ascenda catheter without further complications or leakage. The issue was resolved. The submitted material was the above mentioned catheter connector and the pump which only operated 11 days. The catheter initially was implanted in 2014. The lot number of catheter was not specified. The date (B)(6) 2014 is considered an approximate catheter implant date (specific year known only). The patient recovered and was now discharged from hospital. The pump and catheter were in possession of the hospital and were to be returned to the manufacturer. The patient's gender was unknown. The patient's age and weight at the time of the event were unknown. The patient's medical history was noted as having been requested but would not be made available.